Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient had zimmer healing collar hc347 with unknown lot number, fracture approx. 2-3 weeks ago in site # 6. It fractured off at the platform and screw of healing collar is still inside the implant. Patient was not injured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A heal collar 3.5x4.5, 7mm (hc347) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractured collar/screw. Also, an associated product unknown zimmer implant has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (hc347) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. D9: device availability . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes.